Event description:
It was reported, "prior to use & test ok. Found leakage after intubated (cuff leakage)". The user changed to a new set and the patient was reintubated. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "yes, one actual sample was returned. Functional inspection was performed, and the inflation test was conducted by using calibrate endotest on the sample. Based on the investigation, an actual sample were tested on inflation and no abnormality was found. The cuff was inflated using endotest at 25 mbar and showed the cuff able to maintain its pressure at 25 mbar. Water leak test was carried out and no bubble flowing out along the tube, cuff and side arm which indicate no leakage found at the product. Based on the investigation conducted, defect mode on cuff leakage could not be confirmed. There are no bubbles flowing out from cuff, side arm and pilot balloon which indicates no leakage on the product. The returned complaint device does meet manufacturing release specifications. The complaint was not confirmed, and the root cause was not determined." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "prior to use & test ok. Found leakage after intubated(cuff leakage)." The user changed to a new set and the patient was reintubated. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".